Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was received with minor scratched display window. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip. The pump was received with missing endcap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was stuck in prime loop. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. The customer was advised the pump would be replaced and returned for analysis.